Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a rubbed through insulation in the distal area of the lead. This damage can be considered as the root cause of the clinical observation of noise which led to oversensing as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore a deformed shock coil was observed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of 17 months oversensing and unstable pacing impedance measurements were reported. The lead was replaced and returned to biotronik. No adverse patient side effects have been reported.